Event description:
Complainant alleged that during a routine shift check by a clinician, the device display flickered and no clinical data was viewable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device underwent functional testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. Internal inspection resulted in no findings. Device logs does not record display related issues. The color cable will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.